Event description:
The user facility reported their sterilizer was smoking. No procedural delays or cancellations were reported. The user facility staff reported having allergic reactions to the sterilizer with symptoms of red eyes, scratchy throat, and difficulty breathing. The staff members did not seek medical treatment for their symptoms.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified that the unit was not smoking, but rather producing an oil mist. The vacuum pump oil is non-toxic and not considered hazardous; sensitive individuals may experience short term nuisance effects such as headache with no expected long term effects. The emission of odor and oil vapor does not affect the sterilization of instruments processed in the sterilizer. The technician concluded that the oil mist was due to a failure of the adjustable springs and o-ring. The technician replaced the adjustable springs, o-ring, and solenoid valve assembly. The technician ran a test cycle and confirmed the unit was operating to specification.